Manufacturer narrative:
The device was requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was causes by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially higher reading. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The patient called in about his kroger meter that he has had for a couple of months. On (B)(6) 2016, he took a reading and the kroger meter displayed 165 mg/dl. He takes insulin based on his readings. He is on a sliding scale so he took 55 units of long acting insulin (lantus). About an hour and a half later he went upstairs to lay down. Shortly after, he said his wife found him unresponsive so she called 911. When the paramedics arrived they did a reading on their meter and received a 34 mg/dl. The paramedics gave him a glucose IV to bring his glucose levels back up. After they administered the glucose IV they took 2 readings: 164 mg/dl paramedics meter, 194 mg/dl kroger meter. When he initially got the reading of 165 mg/dl on the kroger meter, he said he was feeling fine.